Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform various troubleshooting steps in order to complete a system check. And no issues were identified. Ultimately, the customer was advised to replace supplies and continue insulin therapy.